Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the radiant field was larger than the field of vision. No pt injury was reported.